Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the lcb distal cover glass broken, the objective lens cloudy (not clear view), the operation channel (primary) buckled, the lg prong corroded, the lg prong top corroded, the electrical pin connector corroded, the nozzle gluing missing, the bending rubber leak, the insertion flexible tube cut, the remote control buttons cut, the aft suction tube dirty, the angle wire worn out, and the light guide cable worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.